Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device's aesthetics are good, with no damage. A functional evaluation was performed on the returned device and found that when it was switched on, it was showing a f4 hardware failure error on the screen. It was tested with a known good main board, and it worked properly. Hence it was confirmed that the main board was faulty. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the quantum ii controller had a f4 hardware failure. The procedure was completed with a surgical delay greater than 30 minutes using a competitor device. No further complications were reported.